Event description:
It was reported that a patient underwent an appendectomy procedure on an unknown date and an absorbable hemostat was used. Eight days after the initial procedure, the patient presented with pain and fever and an infection/sub-occlusive syndrome in the pelvis. The surgeon had to do another procedure on the patient. The patient is fine today. Additional information was requested.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.